Manufacturer narrative:
Device analysis: one smiths medical cadd legacy pump was returned for analysis in a good condition. Event log history was performed and indicated that "no disposable" and "stop mode" were recorded in history. During analysis, the reported "double beeps with cassette" problem was able to be duplicated. When the pump was started it gave a two-tone alarm and displayed "no disposable, pump won't run". When the manufacturing utility mode (pmu) software was loaded, the upstream occlusion (uso) output was stuck at 255. It was noted that faulty uso was the cause of the reported issue. Service will replace the faulty uso to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information received a smiths medical cadd legacy 6400 pump double beep no cassette attached. Incident occurred during testing and no patient involvement.